Event description:
It was reported that the device was used in a fibroid resection on an unk date. The pt experienced a pulmonary embolism post-operatively. No further info is known at this time.

Manufacturer narrative:
Date sent to the FDA: 04/11/2008. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.